Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, component codes, investigation conclusions), h10, h11 corrected field: b5, h6(health effect ¿ clinical code, health effect ¿ impact codes) it was reported that during preventive maintenance the cardiosave intra aortic balloon pump (iabp) display - blinking, discolored, static, line(s). There was no patient involved. During scheduled pm by getinge representative found upper display to have horizontal lines through the EKG section of the display. Replaced display device passed all functional and safety tests according to factory specifications. The defective components were received for further investigation. The failure analysis and testing dept. Received part number 0160-00-0127 rev. C, sn (B)(6), with a reported unit failure of horizontal lines on the display. The fat performed a visual inspection and found the part to be in good condition. The fat installed the screen in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Confirmed the reported issue of horizontal lines. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
It was reported that during preventive maintenance, the cardiosave intra-aortic balloon pump (iabp) unit has horizontal lines in upper display. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has horizontal lines in upper display.